Manufacturer narrative:
(B)(4). The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 75446545 and # 75446550. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. Sometime post op it was reported that the bone screw had broken. The patient underwent a revision surgery to have the hardware removed, fusion had occurred so there was no need to re-instrument. There was a small portion of the screw that was flush inside the bone and could not be retrieved. No additional patient complications were reported.